Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed that the eyelet from the sample 1 was broke and it was observed a big split in the flange from the sample 2 and sample 3. Samples were in used conditions. Customer?s reported issue was confirmed a damaged eyelet can result in decannulation of the tracheostomy tube. It is recommended that the provided smiths medical twill tape be used to secure the neck flange. The root cause of the reported issue was determined. After a review of the different verifications that are performed during the manufacturing process to detect damage components, the most probable root cause is that damaged occurred after the product left the facility. Actions taken to mitigate the reported issue: per previous complaints, as a preventive action manufacturing personnel was notified by the area trainer, as awareness of the failure mode reported by the customer.

Event description:
Information was received that a smiths medical portex bivona flextend tts pediatric tracheostomy tube flange broke off while in use and the patient decannulated. Subsequently, the patient's nurses needed to "ambu bag her until another tracheostomy (trach) could be placed." No patient harm was reported. The issue was noted as resolved.